Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that was under infusing, the pump was set to infuse 2000mg in 500ml of vancomycin. The pump alarmed multiple times to indicate downstream occlusion; however, no occlusion was noted. Pump did infuse, but when it alarmed that infusion was completed, the bag had approximately 200 mls residual; pump was reset to accommodate entire dose. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.